Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within a month of implant, the right ventricular (rv) lead exhibited t-wave oversensing (twos) and a loss of capture at maximum outputs. It was suspected that the lead had dislodged. The lead was programmed off, and will be revised at a later date. No patient complications have been reported as a result of this event.